Event description:
A positive result was obtained on the advia centaur xp toxoplasma g (toxo g) assay. A second sample from the same patient was also positive. Samples from the patient have historically been negative from another laboratory and another method. There are no reports that treatment was altered or prescribed or adverse health consequences based on the positive advia centaur xp toxoplasma g result.

Manufacturer narrative:
The cause of the discordant advia centaur xp toxoplasma g (toxo g) results is unknown. The results from the reference testing indicate that the discordant results are sample specific. Siemens has requested the patient samples for further testing and investigation. The instrument is performing within specifications. The limitations section of the instructions for use states: "in geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results. Human anti-mouse antibodies (hama) or heterophile antibodies may be present in samples from individuals exposed to mouse or animal immunoglobulins from natural sources or as part of disease therapies. These antibodies may interfere with the advia centaur toxo g assay and give falsely positive or falsely negative results. These samples should not be tested. The presence of anti-nuclear antibodies (ana) and anti-mitochondrial antibodies (ama) in samples from patients with autoimmune syndrome may interfere with the advia centaur toxo g assay and give falsely positive or falsely negative results. These samples should not be tested."

Manufacturer narrative:
Siemens filed MDR on (B)(6) 2014 reporting a positive result on the advia centaur xp toxoplasma g (toxo g) assay. A second sample from the same patient was also positive. Samples from the patient have historically been negative from another laboratory and another method. (B)(6, 2015 - additional information. Siemens received the sample and tested it with advia centaur xp toxo g reagent lots 061202 and 061205. The results were 86.3 ui/ml and 97.7 ui/ml respectively. The sample was also tested on immulite 2000 txp lot 411 and the result was 0.00 ui/ml. The sample was also treated with scantibodies hbt to test for possible interference. There was no change in dose of the sample. These results indicate that the issue is not specific to the site or the reagent lot and is not due to heteropohilic interference. The customers runs approximately 500 to 600 samples with advia centaur xp toxo g per year and observes 3 to 4 discrepant results. This is an approximate specificity rate of 99.3%. The advia centaur toxo g IFU states the relative specificity of the assay is 98.6%. The customers is observing a better specificity rate than that stated in the instructions for use.